Event description:
The customer reported difficulty in breaking down and crushing used isoton 4 diluent containers after their use on the lh780 hematology analyzer. In doing so, two operators reported pulling back finger nails resulting in bleeding. No medical intervention was required. Adhesive bandages were placed on the injured fingernails. It is unk whether proper protective equipment was worn by the operators at the time of the incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. Product instruction for use refers the user to their federal, state and local regulations for disposal of waste product, unused product and contaminated packaging. The root cause may be attributed to the operator not taking proper precautions in disposing of federal containers. A service rep was not dispatched to the site.